Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. One haptic is bent and pointing down into a drain hole of the lens case. The lens was cleaned with lphse. No damage was observed. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The reported damage was not observed. The lens was returned placed incorrectly in the case. No damage was observed. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, a lens had a dent or scratch. There was patient contact but no reported patient impact. The surgery was completed the same day. Additional information has been requested.

Event description:
Additional information has been received stating that the lens did not touch the patient.

Manufacturer narrative:
Due to the additional information received in section b.5., this record is now not reportable. There will be no further reports sent. The manufacturer internal reference number is: (B)(4).